Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During preparation, it was noticed the stent was squashed. Another rapid exchange biliary stent system was used to complete the procedure with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed there was no visible damage to the delivery system. The distal tip of the stent was smashed/collapsed and the working length was kinked/bent likely due to the shipping/handling of the device. A functional evaluation revealed the stent could be loaded by forcing the guide catheter through the smashed/collapsed tip of the stent. Based on the analysis of this device, the most probable root cause for this complaint is handling damage. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During preparation, it was noticed the stent was squashed. Another rapid exchange biliary stent system was used to complete the procedure with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.